Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the device was returned. The touhy-borst was returned tight in place. The introducer sheath was returned with dilator inserted. The distal tip of sheath noted to be buckled. Dilator was removed from sheath without difficulties, material at the distal tip of dilator appeared to be pulled back. Filter returned still in storage tube. Spiral skiving was noticed in the storage tube proximal to the filter location. No other anomalies noted on the device. Functional/performance evaluation: the touhy-borst was loosened and the filter was deployed from the storage tube with only initial resistance. All 6 legs and 6 arms were present and intact. No crossed limbs were noted upon deployment. No additional skiving was noted in the storage tube after the filter was deployed. Dimensional evaluation was performed on the filter and all measurements met the required specifications. Medical records review_image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was still inside of the storage tube and spiral skiving was found along the storage tube. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning/precautions: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube for deployment; therefore, the filter system was exchanged for a new vena cava filter system that was prepped and deployed successfully. There is no reported patient injury.